Event description:
As reported, the patient returned to the or to have their left recalled implant revised. They were revised to an xle liner. There was no breakage of a device, and a > 45 minute delay. The patient did not experience any adverse events as a result of the delay. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions the following sections were corrected: h6 problem code h3: the most likely underlying cause for the revision reported is acetabular liner prosthesis wear as confirmed with the provided radiograph and images. As product information was not provided, it cannot be confirmed whether the liner met any of the risk factors specified in the hhe.